Event description:
The iab leaked. That was the only info from the contact. On 4/17/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: unk - reported 11/26/96. Patient's current status: unk - rpt'd 11/26/96.